Manufacturer narrative:
Technician found that pt was able to place nurse call with response not heard in expected location due to loose pins in p379 cable connector. Replaced p379 cable (B)(4) to resolve this issue.

Event description:
Complaint alleged that pt in medsurg room able to place nurse call with response not heard in expected location. No injury alleged.